Event description:
Related manufacturer reference number: 1627487-2022-00997. It was reported that the patient was not receiving adequate therapy due to lead fracture of both leads. Lead fracture was confirmed with x-ray. As a result, surgical intervention occurred on (B)(6) 2022 and both leads were explanted.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The report event of lead broken was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.